Manufacturer narrative:
The batteries and the safety disk were not replaced in the equipment. A quote was sent to the customer for the purchase of the parts, however it was not approved by the customer. The equipment has not been approved for clinical use. The technician has specified in the work order that the equipment will be released for use only after the parts have been replaced. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that the 5000 hour kit, batteries and safety disk on the cs100 intra-aortic balloon pump (iabp) are expired and require replacement. It is unknown under which circumstances this event occurred or if a patient was involved; however there was no adverse event reported.

Event description:
It was reported that a getinge field service engineer (fse) observed the 5000hour kit, batteries and safety disk on the cs100 intra-aortic balloon pump (iabp) were expired and required replacement. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
The initial reporter named in block e1 is a getinge employee whose contact details are: (B)(6) which differs from that of the event site.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and confirmed that the expired parts require to be replaced. The iabp was not cleared for clinical use. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that the 5000hour kit, batteries and safety disk on the cs100 intra-aortic balloon pump (iabp) are expired and require replacement. It is unknown under which circumstances this event occurred or if a patient was involved; however there was no adverse event reported.